Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported problem of 'air in tubing' was recorded in the event history log (ehl) review as 'air-in-line!' Messages, but it was not duplicated during evaluation. Evaluation did not reveal a device malfunction during testing. The 'air-in-line!' Alarms in the log were likely a result of normal pump operation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had "air in tubing". There was no patient involvement. No additional information is available.